Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03226. The patient has a cervical system and a thoracic system. This issue is related to the thoracic system. Two leads are from the same lot (175108). It was reported the patient was no longer receiving stimulation (date of event is unknown). Diagnostics showed high impedance values for the scs leads. An sjm representative was unable to resolve the issue with reprogramming as only right leg stimulation could be achieved. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03226 & 1627487-2015-03320. Additional information received identified the patient underwent surgical intervention on (B)(6) 2015 during which the patient's model 3219 lead (lead was found to be located in the thoracic area) was explanted/replaced and an extension was added to accommodate the location of the scs ipg pocket site. No intervention was taken in regard to devices 1 & 2 (now thought to be located in the cervical area). The patient is receiving effective stimulation following the procedure. The scs ipg was electively explanted and replaced with a different model, there were no allegations against the device. The model 3219 lead is being reported as device 3.